Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being issued to update the evaluation method codes.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two treated episodes while programmed in secondary sensing vector (1x gain) with smart pass on. Per technical services (ts), one treated episode appears to show possible atrial flutter with 2:1 av block (avb) and a narrow qrs at the start of the rhythm which then changes to possible atrial tachycardia with aberrancy/slow ventricular tachycardia (vt) at 150 beats per minute (bpm). This broad complex arrhythmia then results in double detection of t-waves, and the device delivers an 80-joule shock. The second treated episode begins in the same atrial tachycardia with aberrancy/slow vt and again shows double detection of t-waves with delivery of an 80-joule shock. Previously stored atrial fibrillation (af) episodes show af/atrial tachycardia and sinus rhythm with supraventricular ectopies (sves). Per ts, if the health care professional (hcp) does not want to treat this arrhythmia they could consider reprogramming to the vector (to either primary or alternate) with the next best r-wave and r:t ratio characteristics. Ts also noted the hcp could consider extending smart charge if the physician does not want to treat this arrhythmia and also consider x-ray imaging to assess the system position. Additionally, consideration of medical electrophysiology (ep) review due to potential atrial arrhythmias was suggested, although this is strictly a clinical decision. Besides the inappropriate therapy, no other adverse patient effects were reported, and this s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two treated episodes while programmed in secondary sensing vector (1x gain) with smart pass on. Per technical services (ts), one treated episode appears to show possible atrial flutter with 2:1 av block (avb) and a narrow qrs at the start of the rhythm which then changes to possible atrial tachycardia with aberrancy/slow ventricular tachycardia (vt) at 150 beats per minute (bpm). This broad complex arrhythmia then results in double detection of t-waves, and the device delivers an 80-joule shock. The second treated episode begins in the same atrial tachycardia with aberrancy/slow vt and again shows double detection of t-waves with delivery of an 80-joule shock. Previously stored atrial fibrillation (af) episodes show af/atrial tachycardia and sinus rhythm with supraventricular ectopies (sves). Per ts, if the health care professional (hcp) does not want to treat this arrhythmia they could consider reprogramming to the vector (to either primary or alternate) with the next best r-wave and r:t ratio characteristics. Ts also noted the hcp could consider extending smart charge if the physician does not want to treat this arrhythmia and also consider x-ray imaging to assess the system position. Additionally, consideration of medical electrophysiology (ep) review due to potential atrial arrhythmias was suggested, although this is strictly a clinical decision. Besides the inappropriate therapy, no other adverse patient effects were reported, and this s-ICD remains in service.